Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual/microscopic inspection found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of balloon burst. This problem is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon causing the longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6 )2024. During the procedure, the balloon burst at 18mm. It was reported that no piece of the balloon detached inside the patient. The balloon was successfully removed without any harm to the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 18mm. It was reported that no piece of the balloon detached inside the patient. The balloon was successfully removed without any harm to the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.